Manufacturer narrative:
(B)(4) - a follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported a fluid leak. The cycler had alarmed for air detected in the cassette and the patient discontinued treatment. The patient noted that the cycler was wet inside the cassette door when removing the set the following morning. Additional information has been solicited. No adverse event reported at this time. The set was not made available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.